Event description:
A caller reported encountering a cgm error 42 with their sensor. There was no adverse impact to the customer¿s blood glucose level as a result of this issue. Technical support provided assistance by guiding the caller through a complete pump reset, after which the error did not reappear, and the caller successfully started their sensor session.